Manufacturer narrative:
Updated sections b4, b5, b7. Updated sections g3, g6. Updated sections h2, h6 - health effect - clinical code; type of investigation; investigation findings; investigation conclusions. H11: additional manufacturer narrative: svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve...prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including hyperlipidemia (hld), chronic kidney disease (ckd), history of coronary artery bypass graft (CABG), and diabetes mellitus (dm). The subject device is not available for evaluation as it remains implanted in the patient. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A device history record (DHR) review was performed, and no relevant non-conformances were identified. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data. Corrected section h6 - device code(s).

Event description:
It was reported that a patient with a 23mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration 4 years, 9 months due to degeneration with severe stenosis. The patient presented with acute chf with respiratory failure. The tavr procedure was successfully performed with a 26mm 9750tfx valve. The patient was transferred to the cv-pacu in stable, but guarded condition. Per medical records, acute on chronic systolic and diastolic chf nyha IV, likely severe aortic stenosis is driving the patient's heart failure. Per pre-op echo, the prosthetic aortic valve appeared to be functioning abnormally. There was severely restricted aortic cusp separation, severe stenosis, peak aortic velocity is 4.15 m/s with mg 40mmhg.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed

Event description:
It was reported that a patient with a 23mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration 4 years, 9 months due to stenosis. The procedure was performed with a 26mm 9750tfx transcatheter valve. The procedure was reported to be completed successfully.